Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury, previously. Device issue: stent dislodgement. It was reported that the 2.25 x 08 mm mini vision stent delivery system (sds) was advanced to the lesion and upon deployment of the stent, it was noted there was no stent present on the sds balloon. The dislodged stent was found on the back table. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, improper or inadequate crimping at the time of manufacturing. In the IFU it states that: "prior to using the sds, carefully remove the system from the package and inspect for damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." A conclusive root cause for the stent dislodgement outside the body could not be determined.